Manufacturer narrative:
Further info from the reporter regarding event, prod, or pt details has been requested. No add'l info is available at this time. The events of "hard lump and granuloma" are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported injecting a pt with juvederm voluma xc, juvederm volift with lidocaine and of juvederm volbella with lidocaine in the oral commissures, tear trough and "mid face." Six days later, the pt had add'l injections in the oral commissures and marionette lines. Six months later, the pt developed a "hard lump" on the "left inner canthus, right oral commissures and marionette lines." Pt was then treated with injections of hylase and kenacort. Pt was reviewed again about 4 weeks later and had developed a "granuloma" on the "right inner canthus." Pt was treated with hylase and kenacort as well. Add'l review was about 3 weeks later and the pt rec'd add'l hylase and kenacort in the "lateral right tear trough granuloma." Symptoms have resolved. This is the same event and the same pt reported under MDR ID #3005113652-2015-00056 (allergan (B)(4)). This is the first MDR submitted for the first suspected product, juvederm voluma xc (lot#vb20a40071).

Manufacturer narrative:
Medwatch sent to FDA on 03/10/2015. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions. All the manufacturing steps and all the physiochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Additional information: juvederm voluma xc (lot #vb20a30389) was injected in the oral commissures and marionette lines, juvederm volift with lidocaine in the "midface" and "midcheeks" and juvederm volbella with lidocaine in the tear troughs was used foor the initial injection and the injection 6 days after that was with juvederm voluma xc (lot # vb20a40071) in the oral commissures and cheeks. Symptoms are still ongoing.